Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed "outside the dialyzer membrane" during hemodialysis therapy with a polyflux 140h. The device was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.